Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 2:50 p.m., the patient went to the grocery store because she noticed her egv on the dexcom app was dropping. The patient uses tandem t: slim x2 in modified closed loop. Paramedics had to be called because the patient was on the floor. She reported that she was sweating and felt like she was about to pass out. She also mentioned that the dots on her dexcom app were not updating and did not provide any alerts. She stated that if the dots had appeared, she would have been able to notice the trend. The patient mentioned that she was also having trouble with the alerts earlier on (B)(6) 2025. She said that she usually hears four beeps but the morning of the call, it only beeped once and then stopped. She added that the same issue occurred (B)(6) 2025. The patient said that she was getting numbers right before the app displayed low. She reported seeing 59 mg/dl prior to receiving the ¿low¿ reading on her dexcom app. She explained that it started at 188 mg/dl then dropped to 145 mg/dl and then to 125 mg/dl. She mentioned that there were gaps with dots and no readings in between. She also noted that she normally receives a message to wait for 3 hours but this time the error message did not appear. The patient said that the readings were already increasing when the emergency medical team (emt) arrived. They performed a finger prick and her blood glucose was showing 120 mg/dl but the dexcom app was still displaying ¿low.¿ she mentioned that her reading was rising as she was given sugar water and orange juice. She declined the gel offered by the emt because she was already recovering. She was no longer sweating and felt cold, which she recognized as a sign that she was coming out of the episode. The patient is feeling better. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 01/25/2026. It was reported that unspecified malfunction occurred. Data was further reviewed. It was observed that the high, low, and urgent low glucose alert thresholds were crossed on the event date. On 11/21/2025, the high glucose alert was set to vibrate only. Additionally, sensor noise was experienced and lasted between 1-3 hours. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial and supplemental MDR, a correction was updated on 12/9/2025. It was reported that unspecified malfunction occurred. On (B)(6), 2025 at approximately 2:50 p.m., the patient went to a grocery store after noticing that her estimated glucose value (egv) on the dexcom app was dropping. The patient uses a tandem t: slim x2 insulin pump in modified closed loop. While at the store, paramedics were called after the patient was found on the floor. She reported sweating and feeling as though she was about to lose consciousness. She also stated that the glucose trend dots on her dexcom app were not updating and that she did not receive any alerts. The patient noted that if the dots had appeared as expected, she would have been able to recognize the downward trend sooner. The patient also reported alert issues earlier on 11/22/2025. She explained that she typically hears four beeps for alerts, but on the morning of the call, the device only emitted one beep before stopping. She noted that a similar issue occurred on 11/21/2025. The patient stated that she was receiving numerical values immediately before the app displayed a ¿low¿ reading. She recalled seeing 59 mg/dl prior to receiving the ¿low¿ alert. She described her glucose trend as decreasing from 188 mg/dl to 145 mg/dl, then to 125 mg/dl, with gaps in trend dots and missing readings in between. She also reported that she did not receive the usual ¿wait 3 hours¿ message that she has seen previously. When emts arrived, her glucose levels were already increasing. A fingerstick measurement performed by ems showed a blood glucose of 120 mg/dl, while the dexcom app continued to display ¿low.¿ the patient stated her glucose continued to rise as she consumed sugar water and orange juice. She declined the glucose gel offered by the emt, explaining that she was already recovering. She reported no longer sweating and feeling cold, which she identified as her typical sign of recovery from a hypoglycemic event. The patient reports that she is feeling better following the incident. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was in the grocery store at around 2:50 pm when suddenly she was sweating, felt numb on her tongue, and was on the verge of passing out. She did not check her bg at that time. She remembered she was in the 90¿s on the dexcom app, then not seeing any numbers as it just shows low. She was given orange juice at the store. Someone from the store called the paramedics. When the emergency medical services (ems) arrived, they checked her bg and she mentioned it was at 100 mg/dl -120 mg/dl and her cgm was just reading low. She said that the ems had some gel but she declined it. She was not given any medications at that time. She was not taken to any medical facility. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction was updated on 12/21/2025.

Manufacturer narrative:
(B)(4).